Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) was 130 mg/dl. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. The suspected cause of the occlusion was the infusion set site. However, the customer did not think the site was the cause as after the cartridge had been changed, the bg had remained within the target zone and the site had not been changed.